Event description:
It was reported that the anesthesiologist opened a ak-04510 kit to place the femoral arterial catheter. The spring wire guide (swg) was placed and the catheter was inserted. The swg unraveled upon removal. The physician opened another ak-04510 and successfully placed femoral arterial catheter. There were no patient complications reported.

Manufacturer narrative:
(B) (4). Sample will not be returned for evaluation.